Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that attaching a cassette to the pump had been attempted from multiple angles without success, as the cassette failed to lock despite repeated efforts. Additionally, it was mentioned that the patient had reported observing "a couple drips" of medication before disconnection. However, the caller was unable to provide further details, as the patient's pump had been disconnected at another facility. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.